Event description:
It was reported that while using an unspecified tubing set the spinning collar at the end of the tubing came loose and separated from the injector. It was reported that this is the first time this issue has occurred. The following information was provided by the initial reporter: customer shared that bd's optima injector came disconnected from the alaris tubing it was connected to. The spinning collar at the end of the tubing came loose and separated from the injector. Chemo spilled on the patient as it was being administered.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.